Event description:
It was reported that a leak was observed at the end connection port of a clearlink solution set. The set was connected to heplock. The customer stated that the port of the set appeared to be sheared or melted, which lead to a poor connection with the heplock and a leak. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4), evaluation summary: the physical sample was returned for evaluation. Visual inspection identified the male luer's cavity to be deformed. There were no other obvious visual defects anywhere on the set. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photograph of the device has been received, however a request for the return of the device has also been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is the material as supplied to the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.